Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the patient line became cracked and insulin leaked from it. The customer's blood glucose level was 332 mg/dl. Reportedly, a cartridge change was performed and insulin delivery was resumed.